Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2009: (B)(6) hospital. (B)(6) , do. Radiology-CT abdomen/pelvis. History: left upper quadrant pain. Impression: findings suggest acute diverticulitis. Non-obstructive calculus lower pole of right kidney. 1.4 centimeter splenule. (B)(6) 2010: (B)(6) hospital. (B)(6) , do; (B)(6) , do, resident. Operative report. Preoperative diagnosis: incarcerated ventral hernia. Postoperative diagnosis: incarcerated ventral hernia. Intra-abdominal adhesion. Procedure performed: laparoscopic ventral hernia repair with 26 x 34 dual-mesh graft. Second assistant: christopher lumley, d.o., resident. Third assistant: medical student smith. Estimated blood loss: minimal. Intravenous fluids: 2,400 cc. Urine output: 250 cc. Sedation: general and 24 cc of 0.25% marcaine local anesthetic. Condition: patient tolerated the procedure well. Transferred to pacu in stable condition. Indications for procedure: ¿this is a 62-year-old gentleman, who reports multiple abdominal herniae. He is seen in preoperative area and is noted that he has had a large chevron incision for a previous nissen fundoplication. There are 3 adhesions noted along this incision as well as a hernia above his umbilicus, all are reproducible and no pain is noted. They have been worsening in size as well as the amount of time they have been coming out over the past couple years. He presents here today for elective repair of these. Laparoscopic approach is selected. Informed consent was obtained after explaining the risks and benefits of the procedure including bleeding; infection; damage to bowel, bladder, vessels and need for further surgery; pain and scar. He was agreeable and signed the informed consent, as well as recurrence is also discussed with him. He is agreeable and is transferred back to the operative suite. Procedure EKG monitoring, supplemental oxygen and blood pressure were attached. His vital signs were monitored. He underwent a general anesthetic and was intubated without difficulty. The area of the abdomen was prepped and draped in the normal sterile fashion. Port sites are selected due to the area of where the herniae are. It was determined that the left side of the abdomen is selected, slightly in the left upper quadrant area. Using hasson technique, 10 mm port is inserted under direct visualization. Pneumoperitoneum is created at this port site. Pneumoperitoneum is created without difficulty. A 30-degree, 10 mm scope is inserted examining the abdomen. There are multiple adhesions noted to be along his incision. At these areas are multiple herniae seen. There is also the hernia near the umbilical area, superior to it is also seen. Carefully selecting out or other port sites, the right upper quadrant is seen under direct visualization with finger poke. Over this area, a 5 mm scope was inserted. Just inferior to this, another 5 mm scope was inserted under direct visualization. Graspers are applied in these areas it is noted that we would also need another port site on the left side. In this area, a 5 mm port site is inserted into here as well. Using graspers as well as the 5 mm ligasure device, all adhesions are carefully taken down along the chevron incision and all the incisional herniae are able to be seen. At this time, there are 4 small defects along this incision. No bleeding is seen secondary to using the ligasure and all adhesions are taken down carefully. No small bowel is encountered in this dissection. The umbilical port site is also freed with the ligasure device. All omental attachments are examined in the abdomen and no bleeding is seen from this area. Due to the 5 defects that are eventually revealed, a large gore dualmesh plus is selected, 26 x 34 cm. The #6-0 prolene sutures are attached along the corners of this area as well as on the east and west portions of the mesh. It is rolled and is inserted into the 10 mm port site. This is unrolled using laparoscopic instruments inside the abdomen. Using pmi needle with aid of maryland dissector, all prolene sutures area pulled up out of the abdomen onto the anterior abdominal wall. This is done without too much difficulty and is noted to cover all of our defect sites. Once in and the mesh is noted to lie well in the abdomen, the pneumoperitoneum is discontinued and all prolene sutures are tied outside of the abdomen. These are all cut appropriately. The laparoscope is the inserted once again into the abdomen. Mesh lies well up against the abdominal wall and all defects are closed with a good degree of overlap noted. The absorbatack is placed into the abdomen and is fired along the whole periphery of the mesh. Again, good coverage is seen. No bleeding is seen at any of the areas of incisions or where any of the tackers are. Abdomen is inspected one more time for any areas of bleeding. All port sites are able to be removed under direct visualization and no bleeding is seen from these port sites. Pneumoperitoneum is completely discontinued. The 10 mm trocar site is closed with a ur#6 needle, #0-0 vicryl suture. Fascia closed as well. All port sites are injected with a total of 25 cc of 0.25% marcaine. The 5 mm trocar sites along with the 10 mm trocar site are ran with a #4 vicryl suture closing all the incisions. Areas are all cleaned and dermabond is applied to all incisions. The patient is reversed in sedation and extubated without difficulty. He tolerated the procedure well and was transferred to pacu in stable condition. All vital signs remained stable throughout his entire case. All sharp counts were correct at the end of the case x 2. He will be followed in the hospital for an approximately 24-hour period for observation. Pain control will be given and he will be check postoperatively. Thank you for allowing us to participate in the care of this patient.¿ (B)(6) 2010: (B)(6) hospital. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp08. Lot batch code: 7251252. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp08/7251252) was implanted during the procedure. (B)(6) 2010: (B)(6) hospital. (B)(6) , do, resident; (B)(6) , do. Consultation. Discharged home yesterday. Noted increased erythema over central portion of abdomen today. History: gastroesophageal reflux disease. Exploratory laparotomy for complications secondary to surgery for acid reflux and ventral hernia repair. Exam: abdomen is distended, tough, soft. Incisional tenderness to palpation. Central abdominal erythema measures approximately 15 x 15 cm with associated warmth and associated ecchymosis. Assessment: status post laparoscopic ventral hernia repair with abdominal erythema. Suspect leukocytosis secondary to above. To be sent home with augmentin. Followup on monday, have cbc drawn prior to appointment. ??/??/??: [missing records: records for follow up were not provided.] (B)(6) 2018: [missing records: records for the CT abdomen were not provided.] (B)(6) 2018: (B)(6) hospital. (B)(6) , md. Interventional radiology. Indication: history of ventral hernia repair with a large fluid collection under the mesh in the abdominal wall. Procedure: CT guided paracentesis. CT guided drainage of large anterior abdominal wall seroma. CT guided biopsy of omental caking in right abdomen. Findings: large fluid collection in close relation to the ventral hernia repair mesh as described. Free fluid in bilateral paracolic gutters. Abnormal fat stranding in omentum extensive the right upper quadrant up to right lower quadrant relatively unchanged since (B)(6) 2018. New hypodense complex fluid collection measuring up to 9 x 4.5 cm seen in left lower quadrant abdomen close relation to anterior abdominal wall. This causes mild mass effect on adjacent bowel loops. Impression: CT guided paracentesis. CT guided drainage of large abdominal wall seroma. CT guided biopsy of abnormal omental fat stranding in right upper abdomen. Complex fluid collection close to abdominal wall on left side. Could represent abdominal wall hematoma, less likely seroma/abscess. (B)(6) 18: (B)(6) hospital. Lab. Culture, afb. Source: abdomen. Specimen source: fluid. Specimen site: abdominal seroma. Stain, afb: no acid fast bacilli seen. Culture, afb: no afb recovered at 8 weeks. (B)(6) 2018: (B)(6) hospital. (B)(6) , do; (B)(6) , do. Interventional radiology. Exam: ultrasound guided fluid aspiration. Clinical indication: recurrent seroma. Impression: ultrasound guided paracentesis, with approximately 2000 cc of muddy brown fluid drained. Pathology results pending. (B)(6) 2018: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2018 procedure was not provided.] (B)(6) 2018: [missing records: records for the CT abdomen and pelvis were not provided.] (B)(6) 2018: (B)(6) hospital. (B)(6) , do; (B)(6) , do. Interventional radiology. Exam: CT guided percutaneous cholecystostomy. Indication: cholecystitis, sepsis. Impression: successful CT guided percutaneous choleycstostomy. Redemonstration of large postsurgical seroma associated with prior incisional hernia repair. (B)(6) 2018: (B)(6) hospital. (B)(6) , md, phd. Interventional radiology. Indication: postsurgical seroma. CT guided drainage. Impression: status post percutaneous postsurgical seroma aspiration as above with 1.4 l fluid removed. (B)(6) 2019: (B)(6) hospital. (B)(6), md. Operative report. [Missing page one]. Umbilical hernia. High blood pressure. Postoperative diagnosis: same. Operations: open cholecystectomy. Repair of recurrent ventral incisional hernia. Excision of gore-tex mesh and seroma. Anesthesia: general. Specimens: seroma fluid for aerobic, anaerobic culture and gallbladder. Narrative: patient presented to the hospital back in october with increasing abdominal distention, found to be related to an underlying large abdominal wall seroma that was a result of a previously placed gore-tex mesh in the left upper quadrant to deal with an open nissen fundoplication, which had been performed through bilateral transverse subcostal incision after failed laparoscopy. Patient also was admitted for sepsis, thought to be from the chronic cholecysititis, underwent percutaneous cholecystostomy as a temporary adjunct as well. The fluid from the seroma was not aspirated or tested as clinically does not show any overt major signs of infection. I recommended he undergo open resection of this large mesh and seroma cavity and pseudocapsule along with open cholecystectomy with primary repair of the residual incisional hernia in that period of observation will be performed postoperatively, if symptoms were to develop, reconstructive options could be considered at the time where the wound field would be clean and not as the anticipated potential dirty operation today. The patient indicated understanding of these issues, risks and benefits along with his wife. They both indicated consent to proceed. Procedure: ¿the patient was taken to the operating room, administered general anesthetic, prepped and draped in usual fashion. Limited portion of the right subcostal incision was reopened. We identified the mesh just below the fascia and circumferentially excised this trying to salvage and keep as much fascia intact as possible. Additionally, the pseudocapsule we were able to stay out of it 99% of the time and resect most of it as well. We did enter into the capsule, sent some appropriate specimen for microbiologic analysis. A lot of turbid dirty fluid along with some granular tissue within it, unable to clinically determine bacterial colonization or not at this point, although we resected as much of that pseudocapsule as possible to prevent hopefully excess adhesions or issues should we need to come back and reconstructing later. The umbilical hernia was left intact as this was reasonably remote from our operative field, seemed to contain fat, was not overtly symptomatic at this time. The gallbladder was then addressed. It was quite scarred and extremely thickened, numerous golf ball size gallstones within it. Ultimately I had to carve it out of the liver fossa, then taken from the top down where I could then identify the artery and cystic duct and these were controlled with silk ties in the usual fashion. Gallbladder was then resected without issue. The tisseel fibrin sealant was sprayed upon the liver fossa. Abdominal cavity was copiously irrigated and evacuated. The residual ventral hernia post-resection was reapproximated with heavy pds suture. Skin was brought together with monocryl, stratafix and pico wound vac dressing was applied. Patient tolerated the procedure well.¿ (B)(6) 2019: [missing records: pathology and culture reports detailing the analysis of the device and specimens removed during the (B)(6) 2019 procedure were not provided.] ??/??/??: photocopy. Clinical practice: late onset deep mesh infection: a study of eight cases detected from 2666 consecutive patients with abdominal wall hernia repairs. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d15: cause not established . H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 7251252. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2010 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2019, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal requiring an additional surgery. Additional event specific information was not provided.